Event description:
Surgical procedure: open reduction, internal fixation of the right shoulder utilizing the synthes proximal humeral locking plate. Following the procedure, patient was taken to the recovery room where it was noted that x-ray revealed that the guide that was on the plate was not removed. Therefore, the patient was taken back to the or and the guide was removed by opening 3 staples in the middle of the wound which revealed the guide to be delivered with the screwdriver and it was removed. The guide has no identifying information that indicates it is not a permanent part of the hardware.